Manufacturer narrative:
Due to limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.

Event description:
Journal reference: derost, et al. "Is dbs-stn appropriate to treat severe parkinson disease is an elderly population?" Neurology 2007; 68;17; p 1345-1355. The article describes the results of retrospective a study comparing the effects, safety and quality of life in parkinsons patients younger than 65 and those 65 and older being treated with bilateral deep brain stimulation of the stn. Patients were followed for up to 2 years after surgery. A number of patient complications were reported. Reportable events(s): five patients experienced apraxia (dbs leads n=5) treatment and outcome information was not provided.